Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. DHR (device history review) for the freestyle libre sensor kit were reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported an infection and pain while wearing the adc freestyle libre sensor. Customer had contact with a healthcare professional who prescribed him clindamycin 300 as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an infection and pain while wearing the adc freestyle libre sensor. Customer had contact with a healthcare professional who prescribed him clindamycin 300 as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) with adhesive has been returned and investigated. Visual inspection has been performed on the returned sensor; no issues observed. An extended investigation has also been performed on the returned product. Only the sensor puck and plug have been returned. The applicator and sharp were not returned. The device history record (DHR) has been reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. This complaint is not confirmed no malfunction or product deficiency was identified.